Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was patent. The guide tube had no abnormal observation that could have contributed to the reported event. Based on the investigation findings, the device conformed according to specifications and a root cause of the reported event could not be determined. Possible causes for no marking is low blood pressure, the marker port is against the artery wall or small patient vessel diameter, clot or tissue plugging the marker port and the marker port not being in the arterial lumen. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician in training using a proglide device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the proglide device was advanced but was unable to get arterial blood flow. The device was removed and checked at the marker lumen by using saline, but the saline could not get down to the maker port. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.